Event description:
In 2009, tip of driver broke off in the closure top. Did not fall in wound, remained in the closure top. No delay in surgery. Add'l info received 13 oct 2009 from the sales rep: on event date, the pt underwent a posterior cervical procedure which was performed due to complications from the pt's original surgery the month prior to event date. Once in surgery with the site open on event date, the mass seen on a MRI did not appear as it had on the MRI and was assessed to be non problematic. The surgeon performed a stabilization of c3-c4 posteriorly. During the final closure of the set screws, the scrub tech handed the surgeon the nexlink set screw star driver with the incorrect handle. The surgeon turned the handle and there was a pop. The end of the nexlink driver broke off and was firmly wedged in the set screw. This happened again using the other nexlink driver with the next screw before the sales rep noted the wrong handle was in use. The driver ends were left wedged in the implanted screws in the pt.

Manufacturer narrative:
Product is an instrument and not intentionally implanted. Pending device evaluation.